Event description:
This report is being filed upon notification from our x-ray MFR in foreign country, to submit this incident. The operator states, that the x-ray exam was done under one pt's name and that it appeared on the picture archiving computer system (pacs) under a different pt's name. Both pts had a similar study. The pt's images were later moved to the correct pt name on this pcr system and finally sent to the pacs. There was no pt injury or misdiagnosis.